Manufacturer narrative:
Combination product: yes the affected product was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or other relevant clinical information could not be obtained. Review of the product release documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. Considering the physicians description different factors may have contributed to the occurrence of the thrombosis (e.g. Pre-existing metal allergy). Please note that the orsiro mission stent is contraindicated for use in patients with a known hypersensitivity or allergy to the stent and/or stent coating materials such as amorphous silicon carbide, plla polymer, l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, and nickel), sirolimus or its derivatives. Orsiro mission is further contraindicated for patients with a lesion judged to prevent a complete inflation of an angioplasty balloon or a proper placement of the stent or the stent system. Implantation of a 3.0 mm stent in a 3.5 mm vessel without post-dilatation may have contributed to the complaint event. Please also note that the orsiro mission IFU advises the user to select a stent size which is equal to or longer than the lesion length and an inner diameter according to the reference vessel diameter of the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The stent placement procedure was completed without any particular problems. At this time, post-dilatation was not performed. 5 days after placement patient developed a thrombosis. An emergency pci was performed. The treatment was not forced as the wire did not pass, the patient was transferred to hospital after inserting an iabp. Patient had a pre-existing metal allergy. Since the patients weight is 130 kg, it is unclear whether the drug was sufficient in addition to the metal allergy. As final result a bypass surgery was performed.